Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-00054. It was reported that when the patient presented via remote transmission, low amplitude r waves caused t-wave oversensing which resulted in four inappropriate shocks to the patient. The system was programmed off and the patient is currently stable.

Event description:
Related manufacturer reference number: 2938836-2020-00054. New information received notes that the patient presented to hospital with elevated high voltage(hv) lead impedance and dislodgement of right ventricular (rv) lead. The whole system was explanted with no plants for re-implant. The patient was stable.

Manufacturer narrative:
The reported event of oversensing could not be confirmed by analysis. Interrogation of the device revealed it was above eri when received. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found premature battery depletion. Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in (B)(6) 2016. Additional information: d10, h7, h9. Correction - h8 - was reported in initial report and checked in error in supplemental report.